Manufacturer narrative:
(B)(4). Date of initial report : 12/11/2015. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer originally reported that the device did not cut tissue during a laparoscopic gastric sleeve case. There was no patient injury. The device was returned with insulation by the jaws damaged and two of the knife webs (non-sharp) were protruding from the jaw hinge.

Manufacturer narrative:
(B)(4). Date of initial report : 12/11/2015. Date of follow-up report: 03/08/2016. One used lf5544 was received for evaluation. The clear insulation was damaged. The device failed hipot testing. The IFU states to prevent damage to the flexible insulation proximal to the jaws, confirm the handle is fully closed prior to insertion into and extraction from the cannula. Use the appropriately sized cannula to allow for easy insertion and extraction of the instrument. Failure to do so may impact the integrity of the flexible insulation. Cannulas with hard, non-beveled openings may cause the flexible insulation to retract, which may compromise the insulation. If retraction occurs, the instrument must be discarded. Do not attempt to clean the flexible insulation. Cleaning may damage insulation. The knife did not advance when the trigger was activated and it was found that the knife was hitting the back of the blue jaw seal plate. This can happen when the user places excessive tension on the jaws, forcing them out of alignment. The IFU cautions the user to not turn the rotation wheel when the handle is fully closed and latched. Product damage may occur. Do not apply force to the shaft of the instrument causing tension or bowing as this could make the knife difficult to deploy and the trigger may not return to its normal position. When the knife contacted the back of the seal plate, the trigger was forced and this caused the webbing to protrude. The webbing was not sharp. The IFU states to gently pull the cutting trigger to engage the cutting mechanism.